Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced blood glucose (bg) levels range (230-264 mg/dl) the customer took boluses via the pump to stabilize bg levels. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer stated to be a little stressed out due to husband diagnosed with pancreatic cancer. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.